Manufacturer narrative:
Inspection of the device found evidence of fluid contact on the mechanism rail. The batteries were measured to have sufficient voltage. The download data does not contain any timeouts, drive stalls, or hazard alarms. Inspection of the fluid path components found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. The investigation confirmed the internal soft cannula leak prevented the proper delivery of insulin. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours.